Event description:
Additional information was provided that this clinical observation was found to be attributable to a device issue and not a lead issue. The device remains in service.

Event description:
Boston scientific received information that this right ventricular lead displayed a low, out of range shock impedance measurement. The patient was brought in to the clinic for trouble shooting and testing of the lead. No out of range numbers or issues were able to be recreated with the lead. The lead will continued to be monitored. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.